Event description:
Additional information received from the health care professional (hcp) reported that the patient underwent a revision to move the implantable neurostimulator (ins) on (B)(6) 2015. The cause of the discomfort at the ins pocket was not determined. The discomfort had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v660707, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported the position of the implantable neurostimulator was not comfortable and the healthcare provider (hcp) performed a revision where they moved the ins battery. The patient had begun noticing discomfort in 2014. The patient could not remember when the revision surgery occurred. "It was either end of 2014 or beginning of 2015." The patient's indication for use was interstim - other and urinary dysfunction/sacral nerve stim. No outcome was provided with this event. Further follow up is being conducted to obtain this information. If additional information is received a supplemental report will be sent.